Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the review of electrograms (egm) showed possible intermittent atrial lead undersensing and the rate and device detections may be impacted. The system remains in use. No patient complications have been reported as a result of this event.